Event description:
Paramedics were treating a pt in transport to the hospital. Reportedly, when the ambulance was in proximity to the hospital, the device spontaneously powered off. The operator switched to back-up batteries and the discrepancy recurred. The pt was delivered to the hospital and treatment continued at the hospital. The pt was not resuscitated. A facility paramedic indicated that pt outcome was not affected by the discrepancy, due to continuation of care by the hosp.